Event description:
It was reported that the patient had the artificial urinary sphincter removed due to a cuff leakage and fluid loss issue. A new artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the leak was caused by a hole where there was a fold of the cuff. The pump never worked properly. The patient experienced persistent stress incontinent.